Event description:
This report is being filed upon notification from our x-ray MFR in (B) (4) to submit this event that happened in (B) (6). Problem: the philips' x-ray mfg site found there is not a safeguard on an examination light. The lamp is not correctly secured/mounted and is being pushed away from its mounting arm. Due to this, the electrical connection of the lamp could be exposed causing an electrical shock hazard. Also, the lamp could detach from the arm and fall.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.